Event description:
The manufacturer received information from a third party service center alleging a ventilator would not power on. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to a third party service center for evaluation. The customer's complaint was confirmed. A thermal event was identified on the device's system board and keypad pca. The thermal event was confined to this area and did not damage or enter the air path.